Manufacturer narrative:
The received pictures were reviewed and it can be confirmed that the drill bit is strongly deformed and partially broken at the forefront. It looks like the drill bit cannot be removed from the also visible drill guide anymore due to this damage. However, there is no indication that the drill guide did contribute to the damage of the drill bit. This is also indicated by the event description, where it is stated that lateral stress (flexure) was applied, which can lead to a breakage of this cannulated drill bit. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If more information is provided, the case will be reassessed.

Event description:
As reported: "the tip of the hollow drill was damaged due to drilling with flexure."

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported: "the tip of the hollow drill was damaged due to drilling with flexure.".